Event description:
During a follow-up, post-paced t-wave oversensing episodes (pptwos) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received no intervention is planned as the device will be exchanged for normal battery depletion.